Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system. The patient's blood glucose was reported as normal, and they did not require any medical treatment. The alarm history revealed prior instances of the compromised force sensor system alarm. The insulin pump is out of warranty and will not be returned or replaced.